Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user became stuck on a ¿press and hold¿ screen during insulin delivery and required guidance to disconnect the tubing, complete the press-and-hold step, and resume delivery, after which a full supply change was performed successfully. No reported adverse clinical effects and no change in blood glucose. Outcomes included successful restoration of insulin delivery and completion of a full supply change without alarms. Investigation included troubleshooting and user education via phone support. Investigation of this case revealed user difficulty with device operation that was resolved through guided steps, with no device malfunction observed and no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was use-related and addressed through training.